Event description:
It was reported that the system would intermittently shut down without command. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and replaced the image processing computer and reloaded software. The system operates as intended.